Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a urethroplasty for reconstruction of anterior urethra procedure performed sometime in 2022. During the procedure, the acquisition of the biopsy specimen was adequate. Per operative note, upon the physician's arrival, a cystoscopy was performed using a flexible cystoscope, as this was the largest caliber scope the patient's urethra was able to accommodate. The bladder neck was normal, and the ureteral orifices were in normal orthotopic position. A large, approximately 3.5-4cm mass was noted along the right lateral wall which included areas of necrosis. The mass was sessile, broad-based, and raised without a significant papillary component. A biopsy of the mass was performed through the cystoscope using biopsy forceps. Ten days post-procedure (pod10), the patient presented to the emergency department (ed) for urgency and difficulty urinating with foley catheter. This was likely due to bladder spasms. The patient was discharged with a prescription of oxybutynin. Per physician's assessment, the event was not serious, was not related to the device, and causally related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 11, 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and ten (10) days post-procedure (pod10) ed presentation for urgency and difficulty urinating with foley catheter likely due to bladder spasms. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1301 captures the reportable event of dysuria. Patient code e1605 captures the reportable event of muscle spasms causing difficulty urinating. Impact code f2303 captures the reportable event of medication required. Impact code f23 captures the reportable event of unexpected medical intervention.